Event description:
It was reported that there was lead integrity alert (lia) triggered. It was noted there was a possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d234drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 15 ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6) 2013. There were three ventricular fibrillation (vf) less than or equal to 200 ms average v-cycle on (B)(6) 2013. There was one patient alert for lead failure predictor on (B)(4) 2013 and one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Daily pace lead trend data shows a spike increase for ventricular pace bipolar impedance equal to 589 to 4047 to 627 ohms peak between (B)(6) 2013.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andthe proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.